Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: >7.5, repeat 6.8; lab: >100. Methodology nor units of measure specified. Pt had bruises all over. No known changes in meds.

Manufacturer narrative:
Investigation pending.